Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age, gender and weight were not provided. The manufacturer was notified that the patient received a heart transplant on (B)(6) 2017; the referenced admissions for driveline infections had not previously been reported. This medwatch represents the second hospital admission on (B)(6) 2016 for driveline infection and subsequent heart transplant. The referenced (B)(6) 2016 admission was reported under medwatch MFR. Report #2916596-2017-01691. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 11 months. The explanted pump was not returned for evaluation it was disposed of at the hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had been admitted on (B)(6) 2016, and again on (B)(6) 2016 for driveline infection. The patient was then elevated to status 1a on the heart transplant list. The patient was treated with IV to oral antibiotics. The patient received a heart transplant on (B)(6) 2017.